Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim: customer stated that device free flowed, contact denise hair, dir for ICU, (B)(6), for more information. (B)(6)has the disposable if you need it. He can be reached at (B)(6). For more information.

Manufacturer narrative:
E1: initial reporter email address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.